Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited high capture thresholds; it was suspected that the lead might have dislodged during the device upgrade procedure. The device was programmed to vvi mode; there were no adverse consequences for the patient.